Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system and could not confirm the reported issue. It was found that the mobile view station (mvs) was left on and left unplugged from the wall power longer than the uninterruptible power supply (ups) allows. Once the system was plugged in and charged a system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile view station (mvs) shut down when unplugged to move from one room to another. When the site restarted it there were no other issues. No patient was present at the time of the event.